Event description:
Allegedly, patient was revised due to: groin pain; diminished ability to ambulate; elevated cobalt and chromium metal ion levels; large effusion; moderate size pseudotumor surrounding tissue necrosis; moderate corrosion: right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event as 3010536692-2015-01358, -01359, -01360.

Manufacturer narrative:
Complaint database was reviewed and no item or lot specific issues were identified and trending is ongoing for conserve products. Risk assessment has been initiated and is in process.